Manufacturer narrative:
(B)(4). Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that doctor was performing final tightening of the expedium 5.5 titanium set screws and ended up stripping the distal end tips of 2 torque drivers. The expedite system contained another additional torque drive and as such, dr. Completed the surgery with the other torque driver present in the set as such this did not cause a delay in surgical time. The two screwdriver shafts (torque drive were stripped at the distal tip- but no metal shavings fell into the patient).

Manufacturer narrative:
The moss miami final tightener was returned for evaluation. Visual inspection revealed that the distal portion of the driver had stripped. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however the noted damage is consistent with a driver that has been subjected to unanticipated forces during usage. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.